Event description:
It was reported via a hot line call from the rn in the cardiac cath lab (ccl) that they were calling due to helium loss alarms which occurred every 10 seconds. The patient was transferred from another hospital with a competitor's 50cc intra-aortic balloon (iab) in place. The rn stated the patient was brought to the ccl " to change the iab since their pumps are not compatible with that balloon." The 50cc balloon was rewired, the sheath and balloon were removed and the arrow 40cc iab was placed with a new sheath. The rn said there was no difficulty with the reinsertion and the patient had no tortuosity seen under fluoroscopy. Helium loss alarms occurred shortly after pumping was started and continued to occur. The pump stopped pumping every few beats. The rn checked all connections; there was no kinking, no ectopy and the rn said that they were able to easily flush the central lumen. The clinical support specialist (css) explained that the blood we are looking for is in the helium driveline tubing, not the central lumen pressure tubing. The rn did verify there was no blood in the helium driveline tubing. The css explained the helium loss alarm indicated that the full volume can get into the iab, but cannot get back before the end of diastole. The css had the rn remove volume from the iab at 2cc intervals. Each time the volume was decreased, the alarm occurred within 5 to 10 seconds and pumping would stop. Volume was decreased to 28cc with no change in the alarms. The css then had the rn return to full volume and a helium leak test was performed. The baseline remained stable throughout the test. The css explained that this would indicate there was either a kink or a leak in the catheter inside the patient and the recommendation would be to remove the iab. The rn asked if they should insert the next iab through the opposite side. The css said that it would be up to the md and the status of the access site itself. The css did inform the rn that there was an adapter which allowed the connection of the competitor's iab to the intra-aortic balloon pump (iap-0500) console, but as the iab was already replaced prior to the call the css did not pursue this any further at this time. Per the rn the patient will go to the intensive care unit (ICU). At 10:35 am est the css called the rn and left a message or her to call back with the outcome of this patient. The css attempted to reach the ICU where this patient was sent, but was unable to locate this patient based on the information provided. At 11:45 am est, the css called and discussed this event with the sales representative and a left a message with the perfusionist to attempt to locate patient. At 12:10pm est, the rn returned the call to the css and stated that the iab was removed without difficulty and the md noted that under fluoroscopy the proximal end of the iab may not have been fully able to inflate, possibly due to positioning .the rn said another iab-5840-lws was inserted in the same insertion side without difficulty. There were no alarms and the patient was sent to the ICU in stable condition to await CABG (coronary artery bypass grafting).

Manufacturer narrative:
Qn#(B)(4). Sample will not be returned for evaluation.